Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough visual evaluation of the lead was performed. Cuts were noted in the insulation due to the removal of the suture sleeve, however this was induced during the removal. No further testing was performed, however it was noted there was nothing visually wrong with the lead that would cause a dislodgment.

Event description:
Boston scientific received information that a lead dislodgement was noted on this left ventricular lead. A procedure was performed to revise the lead, however an insulation breach was noted allowing blood to enter the inside of the lead. The lead was fully explanted and replaced with no adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
The lead will be returned for analysis. No further information is available. This report will be updated if more information becomes available.